Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ra lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.